Event description:
This pt was in "ep" lab for implantable cardiovertor defibrillator generator change related to end-of-life. The lead was analyzed and found to have a high impedance that is indicative of lead malfunction. The implantable cardiovertor defibrillator leads were extracted using laser under general anesthesia.